Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the patient's atrial lead had dislodged. The reported lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition.